Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that removal difficulties were encountered. During procedure, the 3.00 x 24 synergy stent was implanted at nominal pressure, the balloon felt sticky and took some time to deflate. The procedure was successfully completed with this device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that removal difficulties were encountered. During procedure, the 3.00 x 24 synergy stent was implanted at nominal pressure, the balloon felt sticky and took some time to deflate. The procedure was successfully completed with this device. There were no patient complications and the patient status was stable. It was further reported that there was no resistance encountered during advancement into the guide catheter or during balloon inflation. The stent removed from the patient. The procedure was successfully completed with another device. It was further reported that the stent was deployed and it was not removed from the patient. The delivery system was removed from the patient and it was noticed that the balloon was sticky. The procedure was successfully completed with this device.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that removal difficulties were encountered. During procedure, the 3.00 x 24 synergy stent was implanted at nominal pressure, the balloon felt sticky and took some time to deflate. The procedure was successfully completed with this device. There were no patient complications and the patient status was stable. It was further reported that there was no resistance encountered during advancement into the guide catheter or during balloon inflation. The stent removed from the patient. The procedure was successfully completed with another device.